Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 12 atmospheres with no leaks noted. A vacuum was then applied and the balloon deflated fully. The balloon was inflated to its rated burst pressure and deflated on three more occasions with no leaks noted in the device. The inflation device was verified at 12 atmospheres before and after use with a calibrated pressure gauge. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 2.75mmx10mm flextome cutting balloon was selected for use. During first inflation, it was noted that the balloon ruptured at 6atm. Procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 2.75mmx10mm flextome¿ cutting balloon¿ was selected for use. During first inflation, it was noted that the balloon ruptured at 6atm. Procedure was completed using another of the same device. No patient complications were reported.